Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Customer¿s blood glucose (bg) level was a value displayed as "high" on the continuous glucose monitor, however, a specific value was not provided. Customer delivered a correction bolus to address the elevated bg. Customer loaded a new cartridge to resolve the issue.